Event description:
Reporter indicated that high lead impedance readings were obtained during an office visit. There were no reports of patient manipulation or trauma that could have caused the lead discontinuity. The physician had x-rays taken and could not find any lead breaks or discontinuities when they were reviewed. The x-rays were not sent to the manufacturer for assessement. The patient's lead was replaced due to a lead discontinuity; however, it was discarded in the operating room and was not returned to the manufacturer for analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.